Event description:
Used a welly brand "flex fabric" bandage to cover a minor wound on the shoulder. Bandage was in place less than 12 hours. When the bandage was removed for replacement, the adhesive removed the skin it was attached to around the edges. Other skin under the bandage that had been in contact with the adhesive was damaged and sloughed off with a light touch.